Manufacturer narrative:
A broken device delayed their resuscitation efforts.

Event description:
Staff getting ambu (resuscitation) bag ready for intubation and device broke.

Manufacturer narrative:
A broken device delayed their resuscitation efforts. No product returned, no further explanation of device failure. Customer contact made requesting additional information and none could be provided. Customer acknowledged that further investigation could not be completed without additional information. Ra: RMA-20020 r37 "device cannot perform as intended" identifies potential broken resuscitation bags not able to perform as intended. No update to RMA required.

Event description:
Staff getting ambu (resuscitation) bag ready for intubation and device broke.